Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. The initial reporter also notified the FDA on (B)(6) 2022. Medwatch report # mw5113176. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the catheter split. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: upon insertion of the insyte, the catheter end split causing the nurse to reinsert a different catheter.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 22ga the catheter split. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: upon insertion of the insyte, the catheter end split causing the nurse to reinsert a different catheter.